Event description:
In 2005, the decedent donated plasma on an autopheresis-c device. During the donation procedure the donor experienced a mild reaction with paleness, sweating, nausea, and dizziness. The donor recovered quickly from this reaction following infusion of saline and provision of oral fluids and a cold compress. The donor indicated he could finish the donation procedure and a full 880ml plasma product collected. The donor left the center in apparently good condition at 4:54pm. Per report from the center, the donor subsequently collapsed at home. Family members performed CPR until the ambulance arrived but the donor never regained consciousness. The donor was pronounced dead at the hospital at 6:54pm. Baxter has requested copies of death certificate and/or coroner's report, but receipt of these documents is still pending.